Event description:
It was reported that the device delivered multiple inappropriate shocks to the patient due to false detection related to lack of visibility to atrial activity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.